Event description:
It was reported that patient had a right total hip done on (B)(6) 2014 now has a periprosthetic fracture after a slip and fall. (B)(6) requested to revise the hip using the restoration modular hip system. He performed the revision through the anterior approach per surgical technique. He also applied 3 dall miles cables. The hip reduced and checked for equal leg lengths and stability. Upon satisfaction the surgical site was then closed.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown hip. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.